Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, the patient experienced a hypoglycemic event. The patient was found laying on the sidewalk unconscious in front of a restaurant. The police and paramedics were called and the patient was experiencing a diabetic seizure when they arrived. The patient reported that he did not recall whether or not the alerts went off, or if the device was worn at the time of the event. Paramedics administered dextrose and the patient remained in the ambulance for half an hour. The patient reported that no other medical intervention occurred. At the time of his call to technical support, patient reported doing better but still being in poor health.